Manufacturer narrative:
The investigation of the reported complaint has been finalized. During investigation on-site performed by our field service engineer presence of liquid spill, fluid ingress on the inspiratory pipe, down to the pneumatic back plane printed circuit (pc) board were found. The expiratory cassette also showed red fluid traces on the outlet. The liquid spill could be verified by the photographic evaluation of the received photos. The printed circuit board will not be further investigated. Ingress of liquid/corrosive substance on the printed circuit board is the probable cause and can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was, the verified issue indicates that the operation of the device been outside the prescribed environmental conditions. The ventilator device regained function according specifications after the safety valve pull magnet, and the pneumatic back plane pc board were replaced. Unit passed all functional and safety tests per factory specifications, and was returned to the customer and cleared for clinical use.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and generated an error indicating "safety valve open". There was no patient involvement. Manufacturer ref.#: (B)(4).